Event description:
Additional information was received on 02-jul-2020 from a healthcare professional (hcp) who reported that the pump and catheter were explanted on (B)(6) 2017. Per the hcp, the pump was removed at the patient¿s request. There was no problem with the pump or catheter. The patient was very emotional about having pain medication running into her body without her control. The withdrawal occurred following removal and it was treated. The cause for the empty pump was not reported. Per the hcp the issue was resolved, and the pump was discarded after explant because it was not a device issue. No further complications were reported/anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving an unknown intrathecal medication via an implanted pump. It was reported the patient had the pump and catheter removed in (B)(6) of 2016 or 2017 (date unknown) due to having too many problems. The patient had the pump removed because the "pump had run out on me", having to change medications, withdrawal, and having a reaction to fentanyl. It was also reported the patient was only able to use a 50 mg patch and no higher. The event date was asked and unknown. No further complications were reported.